Manufacturer narrative:
Concomitant medical products: 6935m lead, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds at the post-procedure evaluation and eventual non-capture due to dislodgement. An epicardial lead was implanted three days later and the transvenous lead was removed. The patient had experienced pain due to the epicardial lead implant per the patient's sister who claimed none of the procedures were necessary. The epicardial lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.